Event description:
This adverse event entails a critically and sub acutely ill pt with multi organ failure and delirium, having sustained respiratory failure requiring tracheostomy several weeks earlier, but was clinically improving. We have found that emr and cpoe routinely require detailed attention from the health care professional user. When devices are of poor usability and not subject to after market surveillance which might actually result in a fix, they require additional time of the health care professional. When the focus is devoted to the cpoe and emr, we observe that pts are not watched as closely as they had been prior to implementation resulting in neglect and delays in care. This pt pulled out the tracheostomy tube when attention of his care team was with the emr and cpoe with the attendant neglect. Due to multiple anatomical anomalies, it could not be reinserted. In association with the pt's advance directives, the pt died without further intervention.